Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a cranial resection, a 3-4 millimeter imprecision was observed following two registration attempts. It was noted that the incision created was larger than originally planned due to the imprecision. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The archive from the procedure was sent to medtronic for evaluation. However, the archive was not properly formatted for the navigation system. Additionally, anatomy was missing due to gaps in the reconstructed volume. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through archive analysis. Analysis was unable to determine the probable cause of the reported behavior due to insufficient information. If information is provided in the future, a supplemental report will be issued.